Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble (2+ devices . Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the scrdriver sft/retaining qc hex 12/ xl25 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> part: 03.045.005-us. Lot: 43034p6. Manufacturing site: hägendorf. Release to warehouse: 20-mar-2025. A DHR evaluation was performed for the finished device article # 03.045.005-us lot # 43034p6, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Upon visual inspection of the returned device it was found the coupling end had a scratch along the circumference. A complete functional evaluation can not be performed due to mating device not returned for evaluation, therefore, the interaction can not be assessed. However, due to the condition observed, the reported event can be confirmed. Based on the available evidence, a definitive root cause could not be determined. The overall complaint was confirmed as the observed condition of the scrdriver sft/retaining qc hex 12/ xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.045.005-us. Lot: 43034p6. Manufacturing site: hägendorf. Release to warehouse: 20-mar-2025. A DHR evaluation was performed for the finished device article # 03.045.005-us lot # 43034p6, and no non-conformances were identified. DHR review retrieved from pi-17621725975029960 as the impacted products share the same lot number. Device history review: part number: 03.045.005-us. Lot number: 43034p6. Manufacturing site: hägendorf. Release to warehouse date: 21-mar-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the ans power driver 03.045.005 was considered defective as it did not attach to t handle. All other devices connected to the t handle, so it has been verified that it is the power driver that is defective. Different screwdriver was used.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.